Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/17/2024 a review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One needle suture combination and one detached needle inserted in the foam park were received for analysis that pertains to product code w1770. This product code is double-armed. Upon visual inspection of the detached needle, the attachment area was noted as expected. The barrel hole was examined under magnification, and no suture remnant was observed. The force used to detach the needle from the suture could not be determined. In addition, the needle suture was visually inspected, the attachment area was noted as expected. The suture was examined along the strand and the insertion mark could not be observed at the other extreme. A functional test was performed using instron equipment and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an eye surgery procedure on an unknown date and suture was used. The problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. The needle did not fell into the patient. No adverse patient consequences were reported. Additional information was requested.